Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage; however, it was missing a sticker seal. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified. The device was found to be displaying cassette not attached properly alarm message during the investigation. A faulty downstream occlusion was found to be the cause of the reported problem. For corrective action the faulty downstream sensor was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously.

Event description:
Oracle ro 1260382: will not occlude.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that a pump will not occlude. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.